Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump failed the and self-test due to absence of vibration. Test p-cap locks properly into the reservoir compartment. Test guardian link 3 transmitter pairs successfully to pump. Sensor pairs successfully with pump and transmitter. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and vibrating motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. No com pump to xmtr was not confirmed during testing. Absence of vibration anomaly was confirmed during testing due to moisture damage on the vibrating motor. Moisture damage was noted found on the electronic assembly, battery tube, and vibrating motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.